Event description:
It was reported that before use of the bd micro fine plus¿ insulin pen needle when the seal is removed, the needle body will come off. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: when removing the tear drop label, the pen needle fallen out from the case.

Manufacturer narrative:
H.6. Investigation summary: one open 32g x4mm pen needle sample and two photos were returned from lot. No. 9015895, cat. No. 320136. Visual examination was carried out on the returned photos and sample and a bent non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: as the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd micro fine plus¿ insulin pen needle when the seal is removed, the needle body will come off. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when removing the tear drop label, the pen needle fallen out from the case.